Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the initial procedure was performed in 2008. Four xience v stents were successfully placed from the proximal to distal lad. The patient returned to the hospital on the following month, with congestive heart failure. The mid lad stent had 50-60% plaque prolapsed, and the stented lad had luminal irregularity from more diffuse lesion. A 2.5 x 12 mm xience v stent was deployed at the mid lad leaving 0% stenosis. A 2.5 x 15 mm xience v stent was placed at the distal lad at the gap between the stents leaving 0% stenosis. The flow had reduced to timi 1 and did not improve with medication; therefore, an intra-aortic balloon pump was used with 1:1 counter pulsation. The echocardiogram showed improved motion of the distal septum. The patient was transferred in stable condition to the critical care unit for observation. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - restenosis/ischemia as listed in the xience v IFU are known risks associated with coronary stenting. It is likely the ischemia was a symptom/secondary effect of the restenosis. However, conclusive root cause for the reported patient issues, and the relationship to the devices, if any, cannot be determined. The three xience v stents (lot 8021441, lot 8073141, lot 8080141), placed during the first procedure, indicated are being filed under the same MFR number.